Manufacturer narrative:
(B)(4) analysis performed on 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoir passed occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a no delivery alarm during manual prime. Customer's blood glucose was 140 mg/dl. Customer was able to resolve issue with a reservoir change. Customer would like to return reservoir only for analysis. No further information provided.